Event description:
According to the reporter: after loading the sulu, the instrument would not work. The jaw would not open or shut. They tried another sulu, same problem. They then decided to use another instrument satisfactorily. The operation was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).